Event description:
It was reported that customer experienced repeated cartridge alarms during pump use, including cartridge alarm 20, with multiple consecutive cartridges and no prior history of these specific alarms with this pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump, confirmed shipping details, instructed customer to place problematic pump in storage mode and return it within 10 days using a prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump while selecting the appropriate setup option.